Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of pain at top of patient spine and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced pain at top of spine. On an unreported date, the patient experienced peritonitis manifested by abdominal pain. On (B)(6) 2012, the patient was hospitalized for the events. The cause of peritonitis was unknown. Treatment was not reported. The patient was still hospitalized. The patient was recovering from peritonitis. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd892778 and gd892638. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event.